Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had power issue and did not turn on. Upon further troubleshooting action, fse identified that the internal ups was malfunctioning, and the power was not allowed to the m-cabinet which prevented the system from powering on. To resolve the reported issue, fse bypassed the ups. After completion of repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system does not power on.philips has started an investigation of the complaint.